Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a filter retrieval procedure, the distal portion and extension with the 2 way stop cock detached from sheath. Blood gushed out from sheath. A wire was placed to maintain access and a new sheath was placed to complete the case. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.